Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. Investigation conclusion: this is the 1st complaint for lot # 9112661 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that a difficult plunger occurred during use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "the nurse successfully punctured the tube, and after the infusion was completed, it founds that the plunger move difficult when flush the tube."